Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the customer sat on the pump, causing it to become cracked. The customer's blood glucose (bg) was 450 mg/dl. The customer addressed their bg with a correction bolus vis the pump. The customer reverted to an alternate method of insulin therapy.